Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi received a da vinci product to perform failure analysis. The iesu was analyzed and tested in normal mode with an in-house system. Failure analysis investigations confirmed and reproduced error code c-34.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the monopolar was not firing and error c-34 was encountered in the integrated electrosurgical unit (iesu). The customer replaced the energy cable and the instrument, however, the issue persisted. The customer used the force triad generator and continued the procedure under this condition. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The isi tse explained the meaning of the error and asked the customer if they used a computerized tomography (CT) scan or an external generator. The isi tse advised the customer to power cycle the iesu generator and to use the hospital wall power outlet. Even after performing the troubleshooting, the issue persisted. The customer continued with the procedure under this condition using the same system. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: upon powering on the system, the system initially functioned without errors, and the iesu was able to fire. The site then connected the system to the force triad generator to continue with the procedure, which was completed robotically using the same da vinci system. The procedure was not completed with the same iesu. There was no patient injury.